Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12321, 1627487-2013-12322. It was reported, the patient experienced discomfort at the ipg pocket site. The physician planned to relocate the ipg. During the surgery the physician found fluid around the ipg and the lead. The physician removed the entire system due to possible infection. The patient was treated with oral antibiotics.